Manufacturer narrative:
The hvad is used for treatment not diagnostic. The patient was seen in the clinic for routine visit; he complained that the batteries that were not staying connected to the controller. He further stated that his batteries had inappropriate alarms and his batteries switched back and forth. Due to the model of the controller, battery diagnostics were not possible. After speaking with the coordinator, it was determined that the patient could tolerate a controller exchange and the controller was exchanged. It was reported that he tolerated the controller exchange "very well with no complaints". The back-up controller was also exchanged. The two batteries reported by the patient were also exchanged. He was also instructed to continue to monitor other batteries for any abnormal behavior. It was indicated that the issue was resolved. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Two controllers and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis of con002558 revealed a critical battery alarm. Log file analysis of con005559 did not reveal any anomalies. Analysis of the controllers revealed that the devices met specifications; the devices passed visual examination and functional testing. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2016-00799, 00800, 00801 and 3007042319-2016-00802) submitted for devices related to the same event.

Event description:
The patient was seen in the clinic for routine visit; he complained that the batteries that were not staying connected to the controller. He further stated that his batteries had inappropriate alarms and his batteries switched back and forth. Due to the model of the controller, battery diagnostics were not possible. After speaking with the coordinator, it was determined that the patient could tolerate a controller exchange and the controller was exchanged. It was reported that he tolerated the controller exchange "very well with no complaints". The back-up controller was also exchanged. The two batteries reported by the patient were also exchanged. He was also instructed to continue to monitor other batteries for any abnormal behavior. It was indicated that the issue was resolved.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2016-00799, 00800, 00801 and 3007042319-2016-00802) submitted for devices related to the same event.